Event description:
The pt had two leads (from the same lot) for off-label use. It was reported the pt had a bacterial infection at the lead site. As a result, one of the leads was explanted. The infection was treated and resolved with the use of oral and IV antibiotics.

Manufacturer narrative:
Eval: method: the device and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.